Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in an inappropriate shock. The noise could be reproduced in all three sensing configurations and was very mechanical in nature. Pocket x-ray identified an aggressive sharp bend in the electrode at the device pocket coming out of the header. An electrode fracture and insulation damage were suspected and device therapies were programmed off. The patient was provided with a life vest. A subsequent revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.